Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a right frontal neuro endoscopic arachnoid cyst fenestration on (B)(6) 2024, the scissors broke. They were able to complete the procedure by using a biopsy forcep since they used the scissor for majority of the procedure until it stopped working properly. There was no patient injury reported. Patient had CT scan to ensure scissors did not break inside of the patient, and nothing was found per the CT result.